Event description:
Bank of 4 video monitors fell from the ceiling suspension during a cath lab procedure. The monitor bank did not fall on the pt. Staff member was repositioning the monitors at the time of the fall. Staff partially caught the system and guided it toward the floor. Power and video cables kept the monitors from hitting the floor. This system weighs 200 lb's or more. If it had been positioned over the pt at the time of the fall, it could have caused serious injury. Philips medical is aware of the incident and will look at the engineering of their monitor suspension. All other rooms have been checked to ensure all bolts are tight in the monitor banks. This is an assembly that comes ready made from the factory, so local installation technique is not involved.